Manufacturer narrative:
Other relevant device(s) are: enlw1613c120ee sn (B)(4), use by date: 2012-06-18, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.8cm diameter abdominal aortic aneurysm. It was reported that the patient expired. The cause of the patient's death is unknown. No additional clinical sequelae were reported.